Event description:
A patient care technician (pct) from a hemodialysis (hd) user facility contacted fresenius customer service (cs) to report that a combi set blood leak occurred during a patient¿s hd treatment. Upon follow-up with the facility, additional information was provided by a registered nurse (rn) familiar with the event. The incident occurred approximately thirty minutes into hd treatment. The machine alarmed with an unspecified arterial alarm and then an air detected alarm. Blood was observed dripping from the arterial line, close to ¿where it connects to the machine¿. The blood pump was stopped, and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set that leaked was discarded before it was checked for any damage. As such, no sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician (pct) from a hemodialysis (hd) user facility contacted fresenius customer service (cs) to report that a combi set blood leak occurred during a patient¿s hd treatment. Upon follow-up with the facility, additional information was provided by a registered nurse (rn) familiar with the event. The incident occurred approximately thirty minutes into hd treatment. The machine alarmed with an unspecified arterial alarm and then an air detected alarm. Blood was observed dripping from the arterial line, close to ¿where it connects to the machine¿. The blood pump was stopped, and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set that leaked was discarded before it was checked for any damage. As such, no sample was available to be returned for evaluation.